Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event: "none" (no consequences or impact to patient). Product problem(s): "bubbles in the fluidics" (air leak). The customer reported there is a lot of air bubbles in the fluidics. No patient impact was reported. Additional follow-up information has been requested.